Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement percutaneous ref cross pin frame shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's percutaneous reference cross pin frame was unstable and wobbled when it was mounted. The site checked the frame and suspected that the spring of the locking part was bent. No further details regarding this issue, or specifically when it occurred, were provided. Immediately, the spinous process was identified, and using a spine frame, the procedure was continued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The suspect instrument was returned to the manufacturer for evaluation. Testing found that the spring tension within the frame was decreased. The frame passed functional testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.